Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on the keypad traces. No number ramping anomaly was noted. The insulin pump had a cracked display window corner.

Event description:
Customer reported that the numbers on her insulin pump were going up on their own. Customer's blood glucose was 133 mg/dl. She also reported that after a while, the buttons won't work. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.